Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt called to report that she is experiencing groin pain, at times it is severe. Pt stated that the surgeon says there is no indication that there is a problem with the tha or implants, and they are well positioned, all looks ok on x-ray."